Event description:
We were contacted by (B)(6) that one of our pts had a procedure at their hospital and a foreign body described as a 40.5 cm long and 0.1 cm diagonal/dark green coil lead was removed. The pt underwent a left cystourethroscopy, with stent placement at (B)(6) on (B)(6) 2017. According to rep from (B)(4), the foreign body was removed.